Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the device was unable to discharge a second time after an initial successful shock was delivered. Another device was obtained to treat the pt. There was no indication that there was any adverse effect to the pt as a result of the reported malfunction.